Event description:
It was reported that there was leakage at the top of the cassette during filling. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Product samples were received for evaluation. Functional testing was performed. The samples leaked between the bag and pump tube. The complaint is confirmed. Corrective actions have been implemented to address the reported failure. The root cause of the reported issue was found to be the equipment rf machine who performs the sealing process on the magnus bag.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07793 is no longer considered reportable, please disregard any MDR reports associated with it.